Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power event was confirmed via log file analysis. A review of the log file contained data spanning approximately 51 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp). On (B)(6) 2023 at 6:24:56, while connected to the mobile power unit (mpu), low battery hazard alarms activated due to a loss of ac power. The alarm transitioned into a no external power alarm at 6:24:57 and resolved once ac power was restored. The backup battery was able to provide power to the system during the event. Pump operation was not affected, and no other notable alarms were active in the log file. The heartmate mobile power unit (s/n: (B)(6)) was not returned for analysis. The cause of the loss of power was unknown. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii patient handbook, rev. C, section 6 ¿caring for the equipment¿ and heartmate ii instructions for use, rev. C, section 8 ¿equipment storage and care¿ explain how to care for and clean all equipment, including the mpu. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and it was determined that the DHR documentation was incomplete. This issue has been addressed via a manufacturing analysis that determined that there was no form, fit or functional failures on the mpu s/n (B)(6) therefore there is no product quality impact or risk. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the patient's mpu had a v-lock on the ac power cord; the patient's family was unsure what caused the alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related MFR # 2916596-2023-02858. It was reported that log files revealed low voltage and no external power alarms on 04apr2023 at 0624 while tethered to the mobile power unit.